Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Rep present at original surgery but not a revision case. Surgeon reported, a recent revision case he had performed where on removal of a plate, the inserted hydroset had not integrated with the bone. It was hard but little bony in growth was evident. Was replacing the ulna plate in revision, as plate had broken and non-union existed. Was also removing the tubular plate and found that the hydroset was hard but had not integrated with bone. Expected that there should be some bone integration with hydroset at 4 months.